Manufacturer narrative:
Corrected information in section d2 and g4.

Manufacturer narrative:
The device is available for evaluation. However, it has not yet been received.

Event description:
The event involved a chemosafelock bag spike where it was reported there was leakage. There was no reported impact of the event on the patient and medical institution worker. There was unknown patient involvement, but no patient harm was reported in the event.

Manufacturer narrative:
B5 - additional information provided.

Event description:
The event involved a chemosafelock bag spike where it was reported there was leakage. There was no reported impact of the event on the patient and medical institution worker. There was unknown patient involvement, but no patient harm was reported in the event. Update: it was stated that based on the sample evaluation, they were not able to identify any irregular physical properties that suggest the reported issue originated from the manufacturing process. Hence, they determined not to request any investigation [from ICU medical].

Manufacturer narrative:
Investigation summary: the complaint of leaks on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.